Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that the cusa excel 23khz straight handpiece (c2600) is defective; the cooling is not working and the handpiece heats up quickly. No patient or user injury has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the error indicated by the customer cannot be confirmed. The cooling is working normally and without faults. However, the handpiece (hp) was noted to be overtorqued during disassembly of the tip because the torque base was not (or not correctly) used, which is a user mistake. The wire at the plug side is broken and needs to be resoldered, and water is found inside the coil form and needs to be dried. To resolve the issues, the green wire on the plug side has been resoldered, water traces inside the coil form have been removed, the wires and the cooling tubing on the coil form side have been aligned, and the housing and all o-rings have been replaced. Cracked housing was also identified during inspection, and the housing has been replaced under current fsca launched in may 2024. A full function test including calibration and safety test according to the manufacturer's guidelines has been performed. Root cause - the complaint is not confirmed. However, the coilform is defective due to water ingress noted in the coilform. Although the reported fault of, cooling is not working hp heats up quickly,¿ was not confirmed at service and repair, the hp may have given a cooling alarm with the customer. Additionally, during the service it was also noted that the hp is over torqued during disassembly of the tip, and a wire at the plug side was broken. Our records show that this product is 15 years in the field with a history of 2 annual services. As per section 15, ¿maintaining the system, of the cusa excel manual¿, it is recommended not to exceed 50 hours or 100 surgical procedures, whichever comes first. Consistent maintenance extends the lifespan of the handpiece and maintains its proper function. A CAPA has been raised to investigate overtorquing of the hp and is pending corrective action, and corrective action has been implemented for cracked housing under "fsca 3006697299-05/29/2024-001-c." At present we consider this complaint to be closed.

Event description:
N/a.